Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 8 of 8. The patient stated they had already spoken to their dialysis nurse, who told the patient to just disconnect. Gts had the patient cycle power. The patient had three bags connected, and stated there were no disconnections, unused, open clamps, or leaks. Gts then helped the patient clear the error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 8/8 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The patient had three bags connected, and stated there were no disconnections, unused, open clamps, or leaks. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).